Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported impedance on the rv lead was also rising. The lead was capped and replaced during routine implantable pulse generator (ipg) changeout.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. High thresholds were noted on the remote transmission on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.